Event description:
Customer reported that a screw fell from the surgical light system. The screw hit the pt's body and then hit the hand of the surgeon before dropping onto the floor. No pt or user harm were reported. (B)(4).

Manufacturer narrative:
Note: the hled series light system is not marketed in the us. This report has been submitted due to a similarity with devices marketed by maquet in the us. Maquet field service technician (fst) visited the facility and evaluated the device. According to the fst's eval, the event was caused by a collision between the two light heads that compose the surgical lighting system. This collision knocked loose a non secured screw on the device. The maquet fst ensured all the screws of the affected device were securely tight. The device's technical manual recommends inspection of all visible screws to ensure they are tightly secured. Maquet has learned this device has had no maintenance since it's installation. Maquet medical systems USA submitted this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.